Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 64 mg/dl. Threshold/low suspend limit in sensor settings is 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that sensor glucose value was 98 mg/dl and he checked his blood glucose it was 36 mg/dl. The insulin pump didn't alarm the customer. Customer treated low blood glucose with orange juice and he stated it happened when patient was at work. The insulin pump will not be returned for analysis.